Manufacturer narrative:
UDI (di): (B)(4). Final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. It was noted that the device had been exposed to cold temperatures prior to its return.

Event description:
It was reported that the pulse generator exhibited back up vvi operation while still in the box, prior to an implant. It was noted that the device was exposed to cold temperature. The device was not used.